Manufacturer narrative:
Date of occurrence: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a blue wing cap was missing from a large volume intermate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacture date: (B)(4) 2017 ¿ (B)(4) 2017. One actual intermate unit was returned for sample evaluation. Visual inspection on the unit via the naked eye noted the blue winged luer cap was missing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was verified. The cause could not be determined. . Should additional relevant information become available, a supplemental report will be submitted.